Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with minor scratches on the lcd window, a cracked case at display window corners and cracked battery tube threads.

Event description:
The customer called and reported that a buttons on the insulin pump was not responding. Customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.